Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device was monitored and no blank display anomalies were noted. However, device received with corroded battery tube. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error or external ram crc error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident 310 mg/dl. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer was advised to discontinue using the device. Insulin pump will be returning for analysis.